Manufacturer narrative:
The root cause of the customer's experience of a volume discrepancy was not identified. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference number (B)(4).

Event description:
The customer reported they are trying to identify where 29ml of an unspecified fluid went during the hour of 4:20am. The customer later stated they discovered the missing volume to be a pharmacy error and they would like to cancel this investigation. There was no patient harm.